Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
High impedance was found during an internal programming history review. Design history records were reviewed for the generator. The device passed all functional specifications prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. The patient's physician has reported that the family feels that the patient has experienced behavior side effects and also urinary incontinence and blamed the vns for these events, despite the physician explaining that the vns may not be causing those events. No additional relevant information has been received to date.

Event description:
An ap chest x-ray was reviewed in regards to the high impedance report. Based on the image provided, the generator appeared to be placed in the patient¿s left chest per labeling. The feed through wires appeared intact. Complete pin insertion could not be assessed due to quality and angle of the image. Additionally, the integrity of the lead wire at the connector pin could not be assessed due the quality of the image. The lead was observed in the chest and neck. The strain relief bend was present per labeling, but there was no strain relief loop present. In the portions of the lead visible, no gross lead fractures or other anomalies were observed. It is unclear if any portion of the lead is placed behind the generator due to quality and angle of the image. Please note that the image quality of the lead around the generator site is very poor, and it appears that a portion of the lead was not captured in the provided x-ray image. Based on the image provided, there is no obvious cause for the high impedance. Note that the portions of the system that were not present in the images could not be assessed and the presence of micro-fractures could not be ruled out. The physician sent clinic notes with the patient¿s x-ray, which in addition to behavior side effects and urinary incontinence, note that the patient¿s parents reported that "seizures are less since the settings were lowered," however the physician noted in their assessment that the vns has been "partly successful" in reducing the patient's seizures. No other relevant information has been received to date.